Manufacturer narrative:
The t:slim pump user guide indicates that novolog has been tested up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 237 mg/dl and elevated throughout the day (300-400 mg/dl). Customer changed the infusion set and bg level improved after 6-7 hours. Customer corrected bg level using the pump. Customer was concerned the issue was related to the cartridge but smelled insulin at site area. No issues were noted when customer changed the infusion set/site. Customer reported that cartridge is changed every 4-5 days. Bg level was "fine" at time of report.